Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported wanting to check the audit logs because the alarm report failed to indicate what eventually caused the patient's death.

Manufacturer narrative:
There was no product malfunction. A philips field service engineer (fse) tested the pic ix, and it passed testing; no issues were found. The alarm audit log from the pic ix was reviewed by philips complaint investigator (ci). Asystole and tachy alarms were seen in the alarm audit log, and had been silenced at the pic ix. No parts were ordered and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.